Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 400 mm thoracic aortic dissection. It was reported that when the inner package of the device was opened the side port extension fell off. As per the physician, the cause of the event was due to a product quality problem. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
18 failure to follow instructions ( do not use if package is opened or damaged) additional information received: the valiant captivia device (v08140330) was implanted in the patient as planned, as there were no replacement devices of the same model available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the delivery system was returned without the detached side port. Kinks were visible along the graft cover and middle member 10.5cm and 18.5cm proximal to the distal end of the taper tip. The side port extension was broken off at the base of the barbed adaptor. The break point was uneven. Analysis of the delivery system did not determine the cause of the side port detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that flushing of the inner sheath was performed.